Event description:
It was reported that during routing in-clinic visit, a device parameter error message was observed. Review of sessions records and printouts notes an alert upon interrogation after reprogramming. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.